Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. Blood glucose value was 157 mg/dl. Customer stated that a temporary basal was not programmed before the unexpected restart and the insulin pump was stored or not in use for an extended period of time. Customer also reported that the buttons were not responding and the insulin pump had a constant tone. Customer was advised to remove the battery for five minutes and insert a new battery. Customer stated the constant tone disappeared and the buttons started working. The device passed the selftest. Customer was advised to monitor the insulin pump.